Manufacturer narrative:
Analysis was able to confirm the reported broken display screen; the liquid-crystal display (lcd) was bleeding. Analysis also noted that both wires on the lcd are pinched, both output connectors are broken, the encoder flex is damaged, there was room-temperature-vulcanizing silicone (rtv) between the nuts and output connectors, the hanger is missing, the main seal is damaged, all six plugs are contaminated with rtv, one case screw is missing, the keypad is out of electrical specification, and the lower case battery wires are pinched, broken and contaminated. Analysis indicated that there is evidence of a non-manufacturer employee disassembling and reassembling the device. All found defective parts were replaced and all other identified issues were resolved. The device firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged display. The epg was returned for service. There was no patient involvement.